Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed due to faulty charged coupled device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a dark image. The issue occurred during an unspecified procedure and was completed using a similar device. There was no delay or report of patient harm.